Event description:
Additional information was recieved that the patient's ipg was explanted and replaced. Effective therapy was established post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg had reached the end of service. A manufacturer representative confirmed the issue with their clinician programmer (cp). Surgical intervention may take place at a later date to resolve the issue.